Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A simulated treatment was performed and completed on the cycler with no issues noted. An internal verification inspection showed no signs of abnormalities. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient (pd) patient feeling bloated and nauseous during their pd therapy treatment. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that patient had experienced overfill accompanied with nausea, abdominal pain, and discomfort. The pdrn stated that the patient prescribed fill volume was 2000ml and the patient had drained 4000ml. Based on the fill and drain volume provided, it has been noted that the patient experienced iipv (increased intraperitoneal volume) up to 200%. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler without further issues.